Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error 1720 was verified. The event log was unabe to be downloaded. Service replaced the backup capacitor. Use testing was performed. The problem source is the faulty backup capacitor.

Event description:
Information was received that the cadd legacy pump had lec 1720 and screen damage. No reported adverse effects.

Manufacturer narrative:
Additional information received on 18 december 2018 that there was no patient involvement during event.